Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms during the night. It was stated that the alarm was resolved by a complete set change. The customer also reported receiving low battery alerts and had to do frequent battery changes. Blood glucose value was 212 mg/dl. The battery was changed multiple times during the last week and the last time he had tyo change the battery three times before the device came back up. Troubleshooting was not able to resolve the issue. The device was returned for analysis.